Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). -review of the most recent repair record determined that the rpm's were in specification, however was erratic and the unit was out of calibration. The spring seal was replaced to stop the erratic rpm's and the vespel and semi-circle bearings were replaced to aid in calibration. The event is confirmed. Device is used for treatment. A definitive root cause cannot be determined.

Event description:
It was reported that the device was found in need of repair. The electric dermatome was tagged broken without much information. Sent in for pm, no patient involvement. Investigation found the rpm's were erratic. No adverse event was reported as a result of this malfunction.